Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received a portion of the reported screw for evaluation. Visual evaluation of the as retuned device identified only a portion of a fractured screw was stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1248825. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1248825 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided d10: ifnt410, full osseotite tapered certain implant 4 x 10mm/ lot number-2019101942. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured inside of the implant at tooth location #36 and the implant was removed and replaced.